Event description:
The customer reported a blackout of the image occurred during reprocessing of the subject device. There was no impact to a patient or a procedure.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (blackout) was not confirmed or duplicated. However, service found there were many black dots on the image, and one sound line was weak (ultrasound echo signal was missing). In addition, service found there was a leakage from the biopsy channel and the bending section cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Oct 19, 2022 was confirmed to be the correct manufacturing date.

Manufacturer narrative:
Device manufacture date- 20 august 2021 should have been selected on the initial report rather than 19 october 2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to water entering inside the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional MFR narrative in the previous report should have stated the following: "correction: oct 19, 2021 was confirmed to be the correct manufacturing date."